Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Multiple signs of wear along the lead body were found, indicating constant friction against another implantable device such as a nearby lead. However, the insulation was intact. Furthermore the visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode which most likely occurred due to tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This ra lead was replaced during a normal device change out. This lead was intermittently undersensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.